Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws closed. The jaws were forcibly opened and it was noted that the electrode had separated from the lower jaw but it was still attached to the active rod. The device was connected to the generator but due to the return condition of the device not all functional testing could be performed. There is insufficient evidence related to what caused the damage on the device.

Event description:
It was reported that during a total laparoscopic hysterectomy and lymph node dissection procedure, the doctor had used the device for around thirty minutes. He had already finished most of the arteries in both sides. When he tried to use the device to dissect the uterus, he found the knife was "jerked" and he cannot open the jaw. He pushed the instrument out and tried to use two hands to open it; but he failed. He had to open another instrument onwards. There were no adverse consequences for the patient reported. One device will be returned.